Manufacturer narrative:
E1: phone poste: (B)(6). A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error 1261. There were no reported adverse health effects.

Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing was able to verify the reproted problem. It was determined that the defective main board was the root cause and was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.